Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4).date sent: 10/28/2022d4: batch # p5628xinvestigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device.visual analysis of the returned sample revealed that the ecs33a device arrived with the safety broken, with all the staples present and protruding inside the pockets. The breakaway washer was present and uncut. No functional test was performed in order to preserve the evidence. It appears that an attempt was made to fire the device with the safety engaged. It should be notice that to fire the device, draw the red safety back toward the adjusting knob until it seats into the body of the device. If the safety cannot be released, the device is not in the safe firing range. Please reference the instructions for use for additional information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.while we have no reason to believe this contributed to the reported event, it should be noted that the device returned appears to have been used after the expiration date.a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.